Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer that the usb cable and adapter were not charging the pump. Another cable and adapter were used and the pump was successfully charged. The customer's blood glucose (bg) level was 260 mg/dl at the time of the event; however, the contact reported that it was not due to the pump or supplies, but due to "who the customer is". No further details were provided.